Event description:
A malfunction alarm occurred with a malfunction code of malf 12. Customer's blood glucose (bg) level was displayed as "high"; however, specific value was not provided. Elevated bg was address by a manual insulin injection and did not require assistance from a third party. The customer contacted technical support, who provided information to reset the pump and assisted with the reset process. After resetting, the malfunction code did not recur, and the customer was advised to continue using the pump and to contact technical support again if any future malfunctions occurred.